Event description:
On friday the (B)(6) 2024 I saw (B)(6), she provided me a machine and took (B)(6), even though she saw I couldn't breathe properly with the mask, I have asthma, I have a mask exemption that was used over covid times, she stated I have to get use to it. On saturday (B)(6) 2024 I saw (B)(6) with my 9 year old daughter, (B)(6) told me my situation is contradictory but was happy to sell me the machine for (B)(6) and stated I needed the machine on wednesday (B)(6) 2024 I saw (B)(6), he provided me the machine, took (B)(6), he could see the nasal mask was not working right on me the n30i which resmed did a recall for in the united states, I was provided the n20 which resmed did another call in the united states, was quite literally given tape to put on my mouth and was told to get use to it. On the (B)(6) 2024 I had a very bad encounter with the machine, that led me gasping for breath with severe throat pain and also some sort of blockage in the throat area to the chest this was reported on (B)(6) 2024 to (B)(6) on the (B)(6) 2024 (B)(6) replied with the following message and attachment of the mask: "the mask leak from the outside is the exhalation valve that allows the air you breathe out to escape. This is expected. I have attached the user guide for your reference. There are going to be challenges while using the CPAP as we discussed yesterday. When using a nasal mask, you cannot open your mouth, which you were consistently doing. Please use the mouth tape provided to ensure that you do not open your mouth while using the mask. Breathing against positive airway pressure is not going to be normal till you get used to it. Once you get used to it, then you're breathing as well as your oxygen saturation will improve. Changing nasal mask will not give us a different result if you continue to open your mouth while using CPAP. I understand and appreciate the challenges you are facing but I want you to channel your energy in breathing through the nose and trust us to help you. We also discussed yesterday about managing the maximum pressure to allow you to get used to breathing on CPAP, as I said - some pressure is still better than no pressure. If you are still unhappy with my service or response, I am more than happy to schedule an appointment with (B)(6) at our (B)(6) location tomorrow at 1 pm." I responded back to him on the friday, (B)(6) 2024 12:51 pm, correspondence below: some attached documents were provided. "I couldn't reply yesterday as I was caught up in compiling additional documents for the high court, signing affidavits with police etc. I had a very bad encounter with the machine, that led me gasping for breath with severe throat pain and also some sort of blockage in the throat area to the chest, my doctor will be organising CT scans for my throat and chest, I'll have to go and get them done. This has had an enormous impact on my work, day to day life, matters I'm dealing with in the courts etc. I also came across major concerns regarding these machines please refer to attached documents. Regarding (B)(6) his conduct is outright unconscionable please refer to attached documents. Does your business have authority to store health records? Under the health records act 2001 I henceforth request all my records you have on file be emailed to me. I will be calling the department of health to speak to them and report the machine I have, the FDA in america will also be notified, there are enormously bad reviews regarding this machine. Please organise with the department of health for them to collect the machine thoroughly investigate it and provide me with a report, if not I can do that. Will provide email and attachments I have the machine and mask. Ref reports: mw5162663, mw5162665.